Manufacturer narrative:
Date of event. Date is estimated; year is valid. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/ pelvic floor. It was reported that the reason for the call was that in the last six weeks, the patient noticed a decline in efficiency of the stimulator, and they were having more trouble with leaky bladder. They also noticed the stimulation had moved down a little more into the anus, where after they had a bowel movement they still had the sensation that something was in there. They were previously feeling it more in the vagina alone, and now they still felt it there, as well as the anus. They reported no falls nor traumas, but mentioned they started doing yoga maybe a month ago. The patient had not made any programming changes prior to calling, so it was not clear what caused the changes to stimulation sensation. The option to decrease amplitude if stimulation sensation was uncomfortable was reviewed. The patient expressed concern that if they decreased further, they would lose efficacy. They decided they would try increasing it, and monitoring symptoms. They would also make a follow up call to their managing physician to ask about program use. They were redirected to follow up with their healthcare provider .